Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and forwarded to the supplier for evaluation. The distal tip of the device is in a used condition, the device shows signs of activation, with blackening/charring around the active and some discoloration of the white ceramic insulator. There is also some damage to the heat-shrink at the base of the distal tip. The suction tube at the proximal end of the device also provides evidence of use, with some procedural debris remaining within the suction tube of the device. The device was connected to a suction unit via enteral adaptor which was set at 700 mmhg. The device extracted 0 ml of saline over the course of 1 minute confirming the reported blockage. To try and determine a cause for the loss of suction it was decided that the handle of the device be opened to see if there were any manufacturing faults that could have contributed to the loss of flow. Immediately it could be seen that the potted area, appeared to have a lack of glue within the pocket. Investigation into possible causes found a leak path in the potted area inside the handle. It is possible that when under extraction, the additional leak path in the potted area creates a pressure drop at the distal tip of the device. Reduced pressure through the suction path would mean that procedural debris would have an increased chance of becoming trapped during the procedure because of the reduced suction pressure. A supplier CAPA ((B)(4)) investigation is currently ongoing into this defect. This complaint can be confirmed. The frequency of occurrence is as expected in the risk analysis therefore no specific corrective actions are deemed necessary at this time. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unknown surgical procedure, it was observed that the suction on their vapr cp 90 electrode with hand controls was not working. The surgeon completed the procedure with another like device with no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.